Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details, the reported complaint could not be duplicated. There was no evidence of leaking on the exterior of the device. The device will be cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause that can create an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.

Event description:
It was reported that an unk substance was found on the handpiece and its seals are broken. There was no pt involvement. There were no adverse consequences reported as a result of this event.